Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a potential fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. Weekly high voltage-lead impedance trend data shows an abrupt increase for maximum defibrillator active can on impedance and maximum svc defib impedance = 78 to 228 ohms peak between (B)(6) 2012.